Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00006 on 23-jan-2019. Additional information (07-feb-2019): siemens further investigated the issue. The instrument files were not available for review. There was a failure observed with the sample carousel grounding which was resolved by removing and cleaning the sample carousel. The sample carousel grounding issue may affect the sample level sensing. Siemens is unable to rule out a sample or reagent level sensing issue and pre-analytical sample handling issues as a potential cause of the discordant hcg results. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and ran carryover and precision tests, which resulted acceptably. Siemens determined that quality controls were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call, which indicated an issue with the carousel grounding. The cse resolve the issue by removing and cleaning the ring. The cse ran diagnostic tests and three levels of quality controls (qcs) with ten repetitions, which passed. The customer tested the affected samples for tumor markers, which is an off-labelled use of the immulite 2000 hcg reagent on the immulite 2000 instrument. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained on two patient samples on an immulite 2000 instrument. One of the discordant results was reported to the physician(s). The samples were repeated on the initial immulite 2000 instrument and a non-siemens instrument, resulting lower than the initial results. The results from the alternate method were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg results.